Manufacturer narrative:
Reference record (B)(4). After the submission of the initial medwatch report, the manufacturer was identified to be fresenius kabi; therefore, abbvie has no reporting requirement for this event.

Manufacturer narrative:
Reference record (B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient in finland underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube at the gastroenterology outpatient clinic. The procedure was done by the chief of gastroenterology who has done this procedure once before for a patient, he was the surgeon and the endoscopist with no assisting surgeon. The skin and anterior abdominal wall was anesthetized with one hand and the endoscope was held with the other hand. Factory clean gloves and drapes were used. The gastrologist opened the stoma with a knife from the package of the tubing with one hand. The gastrologist asked whether it was a safe knife and was told that it wasn't and then he continued acting as an endoscopist. A nurse was feeding the intestinal tube into the peg-tube and most of the tube was lying on the patient's bed, not on the factory clean drapes. Report stated it was told that the hospital does not comply with aseptics, despite the exhortations and the matter has been discussed many times by the chief of neurology. The intestinal tube insertion went very well. A nurse put the connectors under guidance. After the procedure the patient told that she was disappointed with the medication - the patient was awake, but so relaxed that she could not tell her opinion about the procedure. Patient was brought to ward and received paracetamol . In the evening, the abdomen became painful. Patient developed peritonitis after the peg/j procedure done on (B)(6) 2016. In the evening the abdomen became painful and antibiotic metronidazole(IV) was started and the patient was taken to abdominal CT and the images showed air. On (B)(6) 2016 the patient was transferred to the department of gastric surgery, where an abdominal endoscopy was supposed to be done in an operating room.